Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritations and open sores under all of the therapy electrodes. It was reported that the open sores come and go. The patient's physician prescribed hydrocortisone cream and told the patient that when the outbreak of sores occur to temporarily remove the lifevest. Follow-up indicated that the irritations improved, as the patient reported that he currently has no skin issues.